Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient had no complaints and reported 60% pain relief. The rep reported that during a routine check at the healthcare provider¿s (hcp) office today, the rep found that contact 2 had no connection to the battery and had high impedances, greater than 4,000 ohms. The rep reported that the patient denied falls or traumas. The rep reported that the patient didn¿t use contact 2 on the current programming or given additional program that didn¿t use contact 2. No further complications were reported.